Event description:
During laparoscopic hysterectomy, physician noted bleeding while isolating uterine blood vessels and converted to abdominal hysterectomy. Device discarded and not available for analysis.